Event description:
Swan-ganz (pulmonary artery) catheter's proximal injectate hub broke off from catheter tubing while attached to patient. There was some blood loss from the catheter at the injectate port that did not require transfusion. No harm was noted at this time. The catheter was replaced on [redacted].